Event description:
The stopcock is bursting under low pressure while injecting contrast media during a left ventriculogram procedure. No report of harm or injury.

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the device evaluation has been completed. Evaluation: method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.